Event description:
It was reported the guidewire was kinking during use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and catheter for analysis. The guide wire was returned inside the catheter. Signs of use were observed on the returned components. The guide wire was removed from the catheter to further analyze the components. Visual analysis revealed that the guide wire is unraveled from the proximal weld and is kinked/bent in multiple locations along the body. The guide wire distal j-bend is intact. Visual analysis of the catheter revealed that it was kinked/bent in the same locations as the guide wire when the guide wire was threaded through. Microscopic examination of the guide wire confirmed the core wire is broken adjacent to the proximal weld. Both welds are present and appeared full and spherical. The major kinks in the guide wire body were measured at 485mm and 541mm from the proximal tip. The broken core wire measured 596mm in length, which is within the specification of 596-604 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.80mm which is within the outer diameter specification of 0.788mm - 0.826mm per guide wire product drawing. The catheter body length measured 219mm which is within the specification of 207mm - 227mm per catheter product drawing. The catheter was functionally tested per the IFU provided with this kit, which states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A lab inventory guide wire of same diameter as that supplied in the kit (measured 0.826 mm) passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was kinking during use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.